Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 210 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("migraines/headaches"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia;"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss;"), premenstrual dysphoric disorder ("hormonal changes-pmdd"), back pain ("lower back pain"), vulvovaginal pain ("inside vagina pain"), anxiety ("general anxiety"), cataract ("vision/eye problems- cataracts") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, psychological trauma, migraine, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, fatigue, gastrointestinal disorder, alopecia, weight increased, back pain, vulvovaginal pain, anxiety and cataract outcome was unknown and the vaginal haemorrhage, dyspareunia, dysmenorrhoea, premenstrual dysphoric disorder and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cataract, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, premenstrual dysphoric disorder, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Current weight: 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Imaging procedure - in 2009: per pfs, no further information provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received- new events abnormal bleeding (vaginal), bladder or urinary problems or changes, dental problems, dyspareunia, fatigue, gastrointestinal or digestive system condition, hair loss, hormonal changes-pmdd, migraines/headaches, lower back pain, inside vagina pain, general anxiety, vision/eye problems- cataracts, weight gain, apareunia (inability to have sexual intercourse) were added. Outcome of menorrhagia updated to recovered / resolved. New reporters, height, medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis in (B)(6) 2009, vomiting, nausea, diarrhea and appendicitis. Current weight: 210 lbs. Concurrent conditions included multiple allergies since 2005 and body mass index normal. Concomitant products included drospirenone; ethinylestradiol (yasmin) since (B)(6) 2009 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss;"), premenstrual dysphoric disorder ("hormonal changes-pmdd"), back pain ("lower back pain"), vulvovaginal pain ("inside vagina pain"), generalised anxiety disorder ("general anxiety"), cataract ("vision/eye problems- cataracts"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti") and coital bleeding ("bleeding after sex") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, dysmenorrhoea, premenstrual dysphoric disorder and female sexual dysfunction had resolved and the menorrhagia, abdominal pain, psychological trauma, migraine, bladder disorder, urinary tract disorder, tooth disorder, fatigue, gastrointestinal disorder, alopecia, weight increased, back pain, vulvovaginal pain, generalised anxiety disorder, cataract, urinary tract infection and coital bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cataract, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, generalised anxiety disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, premenstrual dysphoric disorder, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Current weight: 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Computerised tomogram - on (B)(6) 2009: showed contrasting appendix but at the very tip seemed somewhat inflamed. She was admitted for observation and her pain persisted and not improved and she was consented for a diagnostic laparoscopy and possible appendectomy. Imaging procedure - in 2009: per pfs, no further information provided. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: pfs and medical record received: new events added: uti and coital bleeding .patient history, lab data, concomitant drugs were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, psychological trauma and menorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu(2) and fu(3) processed together. Pfs received- event injury updated to pelvic pain. New events abdominal pain, general abnormal bleeding, psych injury were added. Patient information and new reporter were added. On (B)(6) 2019: fu(2) and fu(3) processed together. Pfs received. Essure explant date added. Event added: menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.